Event description:
Information was received from an attorney representing the patient. They are alleging migration of the ivc filter and perforation of the vena cava. Medical records were provided and summarized as follows: ((B)(6) 2011) physician #1: a (B)(6) male with a past history of protein s deficiency diagnosed at (B)(6). History of multiple pulmonary embolism's (pe), the last being 2 years ago, and multiple deep venous thrombosis in the past. Patient had an ivc filter placed in (B)(6) 2004. Patient says even after the filter was put in, he had a pe, the last being 2 years ago. Patient denies having any chest pain. When he was trying to pick up the trash on the evening of (B)(6) 2011, he started having sudden onset of pain in the right upper quadrant/flank area radiating around the abdomen. The pain was excruciating. He had to sit down and he felt very dizzy and lightheaded and was also nauseous. Denies having any chest pain. Patient says he never had similar problems before. Denies having cough or fever. Denies having lower extremity pain, headache, or passing out episodes. When the physician examined him, he says he just woke up, but now feels pain again in the right flank area. It is in a band like fashion going around the right side. Denies having any worsening of pain with deep breaths. He says pain gets worse with sitting up position or walking, but kind of stable when he lays down. Denies having any vomiting, though he felt very nauseous when the pain started. When the physician examined the patient, he was in no apparent distress, but complains of constant pain in that area. No nausea, chest pain, or shortness of breath at this time. Allergies: no known drug allergies. Labs: ptt 39.2, inr: 1.1 pt 12.5, wbc 9.4, hemoglobin 14.5, hemocrit 42.7, platelets 151,000. Urinalysis: bacteria few, mucus moderate, wbcs 8-10, mitrates and leucocyte esterase negative. Magnesium and phosphorus normal. Venous doppler of lower extremities: the left lower extremity venous doppler evaluated. There was occlusive thrombus within the mid to distal portion the anterior tibial veins. Normal patency of the remainder of the deep venous system. CT of the abdomen: no hydronephrosis, hydroureter, or urolithiasis. Presence of ivc filter with 1 of the prongs in the descending portion of the duodenum. Gall bladder is contracted. No gallstones or biliary dilation is noted. Liver and spleen are normal in size. Physician consulted with general surgery group and discussed the finding with the patient. For possible surgery the physician decided to hold off on lovenox and coumadin and continued bedrest. Patient does not want filter placement again and neither the blood thinners. Will start patient on empiric IV antibiotics. Urinalysis negative for infection. Will follow patient closely. ((B)(6) 2011 physician #2) helical images of abdomen were obtained without contrast. Findings: mild bibasilar atelectasis is noted. There is not evidence of pleural effusion. Cardiac size within normal limits. Non contrast images of liver, spleen, pancreas, gallbladder, adrenal glands, and kidneys are unremarkable. A bird's nest filter is again noted in the inferior vena cava with one of the struts extending laterally outside the ivc lumen and into the proximal portion of the duodenum. There is no interval change in position relative to the prior study. Based on the CT it is difficult to determine if the strut is only in the duodenal wall versus within the duodenal lumen. If indicated, correlation with endoscopy is recommended. In addition, the wire mesh of the filter has prolapsed to the level of the hepatic ivc as well as proximal portion of bilateral renal veins. The visualize small and large bowel loops are normal in caliber without evidence of obstruction. There is no evidence of pneumoperitoneum visualized. There is no evidence of lymphadenopathy or free fluid. The aorta is normal in caliber. Impression: there is no interval migration of the inferior-vena-cava filter with one of the struts extending to the proximal duodenum. It is difficult to determine if the strut is embedded in the duodenal wall versus within the lumen. If indicated, further correlation with endoscopy is recommended. Cook surmises that the filter remains in place. Possible surgery. No additional information on patient at this time.

Manufacturer narrative:
Event evaluation: still under investigation.